Manufacturer narrative:
(B)(4). Report source: (B)(6). Medical product: femoral component precoat size f left compatible with lps-flex prolong catalog # 00596001651 lot # 62361751; stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog # 00598801215 lot # 62332984n; stemmed tibial component precoat size 7 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598005701 lot # 62460303; all poly patella size 2 8 mm thickness catalog # 00542000802 lot # 62306409; palacos cement catalog # unk lot # unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure eight years post implantation due to instability. Surgeon believed soft tissue laxity was cause, upon opening the knee, it was discovered the post on the articular surface prosthesis had snapped off. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. X-ray review indicates poly post is not visible on x-ray and ligament laxity is a soft tissue concern that is also not visible on x-ray. Additionally, the provided initial surgery noted and found no complication during the surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 h6: type of investigation - device not returned is n/a which was reported on initial report. Visual evaluation of the returned device shows signs of being implanted discoloration/wear/dovetail features compressed, flared out and the post feature has fractured off. The device was submitted for further analysis. Analysis determined the cause of the post-fracture to be overloading possibly exacerbated by impingement damage to the base of the post. The additional information received doesn't change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.